Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site email), g3, g6, h11

Event description:
N/a

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) fiber optic was not working and it might be a intra-aortic balloon (iab) issue. There was no injury reported.

Manufacturer narrative:
This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further investigation, it was identified that the battery was expired. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary. It was identified that this complaint event has been reported already under mfg report number 2248146-2025-0000717 . Please refer to mfg report number 2248146-2025-0000717 for all information for this complaint event. Please cancel mfg report number 2248146-2025-0000759 in your database.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The customer reported the fiber optic not working and that it may be balloon catheter issue. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.